Manufacturer narrative:
Journal article: palussie`re, jean et al, ¿retrospective review of thoracic neural damage during lung ablation ¿ what the interventional radiologist needs to know about neural thoracic anatomy¿, cardiovasc intervent radiol (2013) 36:1602¿1613, doi 10.1007/s00270-013-0597-z. Device evaluated by MFR: the device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Reported via journal article. It was reported via journal article that radiofrequency ablation (rfa) was performed with a leveen electrode. One patient with a lesion located in the superior lobe experienced phrenic nerve injury with grade 3 temporary respiratory failure (probably due more to pre-existing comorbidities than to unilateral phrenic paralysis). Respiratory physiotherapy was proposed, which stabilized and improved the patient¿s respiratory status.